Event description:
(B)(6) old female with cancer underwent PICC implantation in her arm on (B)(6) 2013. The PICC was implanted as usual w/o problems, but after 1 day it was broken off at the level of the proximal connection. A new PICC set had to be opened and inserted to replace port and catheter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.